Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction - e2 updated.

Event description:
The ipg meets or exceeds 75% of its expected longevity. There is no device malfunction; therefore, this device is no longer considered reportable.

Manufacturer narrative:
Correction b5: the ipg meets or exceeds 75% of its expected longevity. There is no device malfunction; therefore, this device is no longer considered reportable. The report that the patients ipg was explanted due to eol was confirmed. Analysis and longevity calculation found the device had declared eri, eol, and had normal battery depletion due to usage.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025 in which their system was explanted.